Event description:
It was reported that the system was explanted due to infection. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were observed. The device was above the elective replacement indicator (ERI). Interrogation, visual and device download were normal. Review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The cause of infection could not be determined.